Event description:
It was reported the patient in the third cycle of alinta and carboplatin by PICC in upper right limb today. At the end of the administration at the moment of saline flushing, she reported feeling cold, painless and observed fluid outflow from the catheter ostium and bulging 4 cm from the insertion as shown in the photo. The catheter was removed and the measurement was performed according to the passage on 11/05 (catheter 37cm), arm circumference identical to 11/05 (27cm). Drenisson preventive topic introduced, medical team communication. Note: insertion occurred without difficulty on 11/05; previous applications without complaints even through flushing. Weekly dressings without complications or any other sign, brachial circumference maintained. As a consequence, the PICC catheter had to be removed before the scheduled date and there is still an application to finish the service. After access analysis, the last application will be by peripheral vein.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video sample and one photo of a 4 fr powerpicc catheter were provided for evaluation. The video sample shows the catheter outside of patient use. The catheter is being infused with a clear fluid and the distal catheter shaft is being held by tweezers. Fluid appears to be leaking at a region near the 5 cm depth marker. The catheter damage cannot be clearly inspected from the video provided. The image shows the catheter in patient use inserted at the right arm. The catheter is secured using a statlock securement device. The catheter is inserted up to the 1 cm depth marker. The insertion site shows red swelling. A leak cannot be clearly observed from the image. Based on the samples provided, possible contributing factors include over-pressurization, sharp instrument damage, and material fatigue. Since the exact cause could not be determined from the video and photo sample, the complaint is confirmed, cause unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx0656 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient in the third cycle of alinta and carboplatin by PICC in upper right limb today. At the end of the administration at the moment of saline flushing, she reported feeling cold, painless and observed fluid outflow from the catheter ostium and bulging 4 cm from the insertion as shown in the photo. The catheter was removed and the measurement was performed according to the passage on 11/05 (catheter 37cm), arm circumference identical to 11/05 (27cm). Drenisson preventive topic introduced, medical team communication. Note: insertion occurred without difficulty on 11/05; previous applications without complaints even through flushing; weekly dressings without complications or any other sign, brachial circumference maintained. As a consequence, the PICC catheter had to be removed before the scheduled date and there is still an application to finish the service. After access analysis, the last application will be by peripheral vein.